Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 120 mg/dl. Customer treated her high blood glucose with insulin injections and customer was informed that she had an infection after contacting her healthcare professionals. Customer was given antibiotics at the hospital. Customer was wearing the device at time of hospitalization. Customer was advised to monitor the device. Customer will not be returning the device for analysis.